Manufacturer narrative:
The lot was manufactured february 15, 2016- february 16, 2016. The device was received for evaluation with approximately 93 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the device operated within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor did not flow. This was noted two days after the device had been connected to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.